Manufacturer narrative:
The initial medical device report was submitted( 2938836-2014-14074). Lithium clusters were observed during the analysis. No additional analysis is necessary. Correction: manufacturer report 2938836-2013-09586, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented to hospital after receiving an alert. Device interrogation revealed premature battery depletion. The device was explanted and replaced. There were no adverse consequences to the patient.